Manufacturer narrative:
Trackwise ID# (B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure,vasoview hemopro vh-3500, grey silicone cover around jaw was dislodged. Thermal injury was noted to the patient's vein. Harvester aborted harvest, opened a new evh kit, and retrieved a conduit length from the other leg. The hospital did not report any patient effects.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure,vasoview hemopro vh-3500, grey silicone cover around jaw was dislodged. Thermal injury was noted to the patient's vein. Harvester aborted harvest, opened a new evh kit, and retrieved a conduit length from the other leg. The hospital did not report any patient.

Manufacturer narrative:
Trackwise # (B)(4). Updated sections: d4, g4, g7, h2, h6, h10. Corrected section: h3- code changed to "device discarded" h3 other text : device discarded.